Event description:
The facility rep reported a pump with an overinfusion. This event occurred during biomed testing. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The device has been received in baxter, and is being evaluated. A follow-up report will be submitted when the eval has been completed.